Event description:
The problem is that intuitive's robotic arm wires are breaking during procedures. Below is all of the data pertaining to the broken wires in the robotic arms. We had 134 out of 221 (61%) arm breakages this year due to snapped wires. Since january, we had the following breakdown of breakages resulting from snapped wires: program score: 38 out of 41 (93%). Mega suture cut - 25 out of 28 (89%). Fenestrated bipolar - 28 out of 37 (76%). Long bipolar - 18 out of 24 (75%). Hot shears: 8 out of 31 - 26%. "4701". Ref reports: mw5158269, mw5158270.